Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting bipolar impedance measurements greater than 2500 ohms with no capture. The patient is not pacemaker dependent and no adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received over two years after the initial observations that this lead was exhibiting noise. The noise did not result in any sensing or pacing issues. No other adverse events have been reported. This product issue will be updated if additional information is received.